Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 500ml. Flow rate: 6ml/hr - 8ml/hr. Procedure: open reduction and internal fixation intra-articular left radius distal fracture (wrist fracture surgery). Cathplace: infraclaviciar catheter. It was reported a pump was leaking from the select-a-flow (saf) dial. The saf dial was set at 6ml/hr but might have been adjusted to 8ml/hr. There was patient contact. There was no adverse event.

Manufacturer narrative:
Method: the actual device involved in the incident was returned for evaluation and investigation. A visual examination and functionality test were performed. A review of the device history record was conducted for the lot number reported. The device lot met manufacturing specifications prior to release. Results: upon visual examination, the pump was found to be greater than 50% full. When the pump was received it could not be primed. The select-a-flow (saf) dial was incubated to remove any occlusions. It was reattached to the pump and another attempt to prime the pump was made; the fluid primed to the inlet of the saf box. The sample was left with the saf dial on six with the distal luer capped. After a few hours the saf box leaked. Conclusions: the customer complaint, was confirmed. Device failure directly caused event. The cause of the leak was attributed to the tubing connections at the inlet manifold. A review of the risk management documentation indicates the probability of occurrence is remote. Trending of this complaint failure mode remains below the upper control level. Information from this incident will be included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. Alternate contact: (B)(4). I-flow is filing this report in response to medwatch uf/importer report # (B)(4).